Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It is reported by the nurse that during a procedure the surgeon had problems with the target device. A misdrilling occurred but the surgeon noticed it in a timely manner and completed the surgery.

Manufacturer narrative:
Evaluation summary: product inquiry states the target device t2 humerus to be the subject product. No further associated products were reported. Review of the inspection records revealed no discrepancies. A check of the function on 100% of the devices (sub-supplier) and additional in-house spot check of the lot in question revealed that function was given in full on the devices at the stage of delivery. Evaluation did not reveal any discrepancies in material or manufacturing. As the target device had been in use for a longer time (manufactured in 2010) we pre-suppose that the device had fulfilled its tasks in former surgeries as intended without any problems reported. According to the event description and to additional information received from the sales rep distal misdrilling had occurred. It can therefore be assumed that the nail was implanted via the retrograde technique. A pre-surgical check performed revealed that function of the target device returned is fully given. A sample drill passed all corresponding (proximal) drill holes in the nail with no contacts. The alleged misdrilling could not be reproduced. The exact root cause of the reported event could not be determined. Nevertheless, based on the above facts it can be ascertained that the event was not caused by any deficiency of the device. The cause of the reported event can only be found in the intra-operative procedure. No non-conformity was identified.

Event description:
It is reported by the nurse that during a procedure the surgeon had problems with the target device. A misdrilling occurred but the surgeon noticed it in a timely manner and completed the surgery.